Manufacturer narrative:
The customer reported that their core unit (g9) displayed a "system board failure -sd". This message was appearing on the main screen of the g9 while it was powered on. They tried to power cycle the unit, but the error came back up again. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their core unit (g9) displayed a "system board failure -sd". This message was appearing on the main screen of the g9 while it was powered on.